Manufacturer narrative:
Date sent to the FDA: 12/04/2020. A manufacturing record evaluation was performed for the finished device and no non-conformances/ manufacturing irregularities related to the malfunction were identified. Additional h-3 summary: it was received for evaluation a used suture piece of product code 8523h lot plj676. During the visual inspection of the used suture piece, the body suture was wavy, and the ends were noted split and fraying. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The condition of the sample received suggest an improper handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental med watch will be sent. How the procedure was complete? Was there any adverse consequence associated with the patient? *status of device return - follow up. Note: events reported in: 2210968-2020-05457 and 2210968-2020-05456. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an aortic valve procedure on (B)(6) 2020 and suture was used. During the procedure, the suture broke during the knotting phase. There were no adverse events or patient consequences reported. Additional information was requested.